Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: corrected: h3 investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was returned. The handle, shaft and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a sterilization bag. The tip was used and a large portion of the active tip was fractured. The handle, cable and plug assembly were used. The missing active tip was returned for evaluation and there was procedural residue visible in suction tube. The customer stated that ¿a magnified view under endoscope revealed a crack in the exact center of the metal plate (where the suction holes lined up horizontally and the narrowest metal area was connected) because the tip had not yet dislodged, it was gently removed from the body to prevent dislodgment.¿ on visual inspection of the device, it was noted that the device was returned in a used condition in its original packaging, the upper half of the active tip detached (returned) with residue present within the suction tube. The device as presented passed all relevant electrical and functional checks. The distal tip had fractured across the suction holes, which confirms the customer reported event. These observations are consistent with failures previously seen and investigated through a CAPA which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: 1) wrong material specification. 2) erosion of tip. 3) abuse/misuse 4) design covered by loading/stresses/tolerances 5) manufacturing error. Either fracture during manufacture or a missed operation. During the manufacturing process 100% visual inspection is performed at process ID(s): 382.025 to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine the exact cause of this failure, but potential root causes have been listed above. The above failure mode has been reviewed against the systems risk assessment document. The customer complaint can be substantiated. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal interaction during procedure. As per instructions per use-111094, 1) avoid touching the distal tip of the instrument (ceramic insulator or metal active component) with fingers or instruments. 2) inadvertent activation or movement of an active vapr electrode outside the field of vision may result in patient injury and damage to the electrode tip assembly. 3) excessive force may damage the electrode tip assembly. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an arthroscopic rotator cuff repair for rotator cuff tear on shoulder joint performed. Approximately one hour after the vapr tripolar 90 suction elect was opened and used, an abnormality was detected in the endoscope image of the metal plate at the tip of the product. A magnified view under endoscope revealed a crack in the exact center of the metal plate (where the suction holes lined up horizontally and the narrowest metal area was connected). Because the tip had not yet dislodged, it was gently removed from the body to prevent dislodgment. The product was inspected and removed (split into two pieces, with the tip dislodged). The surgeon confirmed that the shape of the removed piece fit perfectly, checked for metal fragments under endoscope, and closed the wound. Postoperative x-rays confirmed the absence of any remnants (metal fragments). Since the product malfunctioned, a new, unopened backup product was used and the operation was completed. There were 30 minutes surgical delay. The device was brand new and the first use when the issue occurred.